Manufacturer narrative:
Per tandem's user guide: tandem diabetes care, inc. Recommends changing the cartridge every 48-72 hours or as recommended by a healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing high blood glucose (bg) levels of 428-461 mg/dl. Cause was unknown however cartridge and infusion set were not changed in time as per tandem's user guide. Customer was treated with insulin via intravenous fluid. Further information regarding the customer or event was not provided.